Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a defective air in line. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lcd lens. No evidence was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.